Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) underwent a surgical procedure for an unrelated affection when their pressure-regulating balloon (prb) was punctured, leading to an aus replacement procedure. The prb was removed and replaced with a new component. No additional patient complications were reported.